Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was recently implanted in (B)(6) 2010. Subsequently, a local representative contacted technical services to report that the right ventricular (rv) pacing thresholds had increased, however, sensing and pacing impedance values had remained within normal limits. Additionally, it was reported that the patient was presented back to the electrophysiology (ep) laboratory for an invasive repositioning procedure. Subsequently, boston scientific received information that this lead was repositioned due to possible micro-dislodgement (no visible evidence of lead movement). No further intervention was required.